Manufacturer narrative:
A general reagent or analyzer problem was not present, because the controls run prior to the event were within range. Isolated non-reproducible results do not represent a general malfunction of the assay. A review of alarm trace data did not show any relevant alarms. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t gen 5 stat on a cobas e411 rack. A baseline sample collected from the patient resulted in a troponin t value of 424 ng/l. One hour later, a second sample was collected from the patient and tested, resulting in a troponin t value of 16.25 ng/l. Since the value was different from the baseline value, the customer decided to repeat the sample. This sample was repeated, resulting in a troponin t value of 430 ng/l. The sample was also repeated on a second analyzer, resulting in a value of 433.3 ng/l. The value of 433.3 ng/l was deemed correct and a corrected report was issued.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The field service engineer checked voltages and liquid level detection. The ambient humidity and temperature were checked. Mechanical adjustments and cleanliness of analyzer components were checked. Performance testing was run and was successful. The investigation is ongoing.